Event description:
It was reported that the user experienced hyperglycemia after a factory reset and supply change with the ilet system, with on-device alerts for high glucose and a capillary glucose of 378 mg/dl; the user delivered 1 unit of insulin by pen, was advised to disconnect to avoid hypoglycemia and algorithm mislearning and to remain disconnected for two hours after the manual injection. Investigation of this case revealed that hyperglycemia was temporally associated with algorithm relearning after factory reset and a probable infusion site absorption issue related to prior scar tissue, with successful resumption of insulin delivery after supply changes and use of subcutaneous insulin by pen. No clinical symptoms associated with hyperglycemia and urine ketones were negative. Outcomes included no need for external assistance and no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors including post-reset adaptation and potential site absorption variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.